Manufacturer narrative:
Lead: model 3487a, lot # j0206328v. Extension: model 7495lz25, serial # (B)(4). Programmer: model 7434-e, serial # (B)(4).

Event description:
It was reported the patient felt "a strong stimulation sensation" during an MRI scan on his shoulder. It was stated the patient turned their device off prior to the MRI, and following the MRI, the device was checked and found to be off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.